Manufacturer narrative:
The facility has discarded the product, it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in france stating: "does not pass thru a 1.8 incision. Surgeon had to enlarge the incision. No patient injury. No product returned."